Event description:
During first follow up pacer interrogation post implant of device, set screw problem was found on interrogation. At time of initial implant interrogation revealed normal impedance and pacing thresholds. Pacemaker check followed by pacemaker revision.

Event description:
1. Device model is 7303. 2. The info contained on the maude report is the extent of the co's info for the reported event. Follow up with the user facility indicates the device remains implanted and in use. 3. No additional info is available at this time. 4. The device has not been returned for analysis. 5. Since the device has not been removed from service and returned for analysis no conclusion can be drawn as to the causal relationship of the event. Implant guidelines for lead insertion into the device header instruct the implanting physician to confirm adequate lead contact within the header. It should be noted that the implanting physician for this event and report number 360011000-2005-0002 are the same. Follow-up with medtronic field support for this account indicates the physician and staff have received further training on proper lead insertion and confirmation of same.